Manufacturer narrative:
In the previous follow-up report, "combination product" was inadvertently selected in error by the report submitter. The device subject of the reported event is not a combination product.

Manufacturer narrative:
The device subject of the reported event was returned to the supplier for evaluation. A microfracture was observed in the scissors; however, an exact cause of the reported event could not be determined. The vital knapp iris scissors IFU states, "prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage." The device history record was reviewed and it was confirmed the device was manufactured to specifications; no abnormalities were noted. A 2-year complaint review confirmed this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
The device subject of the reported event was returned to the supplier for evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that their vital knapp iris scissors broke at the tip during a procedure. No report of injury.